Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to a broken black pulse wire in the trunk cable at the distribution node (dn) area. Upon investigation the electrode belt did not pass an ECG fall-off test. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.